Event description:
A 20 gauge intravenous catheters from one lot are leaking around the hub which connects to the indwelling catheter. Several have almost broken completely, which would potentially leave the catheter stranded in the patient's vein. The emergency department experienced over a dozen of the same failures in the same lot. Devices are being pulled from stock throughout the organization. The distributor and manufacturer notified.